Event description:
The pt tested blood glucose on the suspect device and it was 190 mg/dl. He was given normal dose of insulin (4 units of humalog). 1 hr later he "crashed" and was taken to the hosp. At the hosp his blod glucose was 36 mg/dl (lab). He was given a glucose IV and kept overnight.